Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, since the clip was aspirated by the device, inspection for the device was requested, but the clip was not found, could be identified. The instruction manual recommends avoiding aspirating solid matter or thick fluids. It is judged that the subject event was traced to the unrecommended handling. It is judged to be traced to the user¿s mishandling. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿instructions for cf-ez1500dl/I operation manual chapter 4, ¿operation¿ section 4.2, ¿insertion¿ describes to avoid aspirate solid matter or thick fluids.¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope during a therapeutic endoscopic mucosal resection, the clip suction was found to be clogged. The procedure was completed using the same device. There were no reports of patient harm.